Manufacturer narrative:
Findings: no button error alarm noted during testing. However, unit had intermittent escape, act and up buttons response due to moisture damage keypad traces. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and reported that the insulin pump had a button error alarm occur. Troubleshooting was not performed. The customer did not know their blood glucose level. The insulin pump is returning.